Event description:
Boston scientific received information that during a normal device replacement, this sub q array was noted to have an insulation breach resulting in low shock impedances less than 20 ohms with the new pulse generator the triad configuration. It was suspected that the insulation failure occurred due to the array rubbing against the previous device while implanted. The new pulse generator was programmed to proximal coil to can, which resulted in normal shock impedance levels. No further action was taken as it was noted the patient condition had improved since the last changeout and tachycardia shock therapy was not considered essential. No adverse patient effects were reported.

Manufacturer narrative:
The array remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.